Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that this phenomenon was attributed to applied physical stress or chemical stress to the insertion part. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The water tightness was lost due to a cut on connecting tube. The insulation resistance value did not meet the standard value due to coating peeling around the connecting tube. The bending angle in the up direction did not meet the standard valued due to the wear of angle wire. The bending section rubber adhesive was detached. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During device maintenance, the user found that the coating of the device tube was partially peeled off and the device was failed the leak test. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.